Event description:
It was reported that when the batteries were inserted to a brand-new pico 7, all the indicator lamps illuminated and the pump did not work. Another pico 7 pump was used as a backup. No patient harm. No delay was reported.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device intended to be used in treatment has been returned and evaluated. The assessment confirmed that the device did not function when fresh batteries were inserted establishing a relationship between the device and the reported event. Device performance test of the returned device found that the device reached its end of life as the system time reached more than 7 days. No issues or errors were identified. Potential factors include pump used after its end of life. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, however this investigation is now complete with no further action deemed necessary at this stage. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.